Event description:
No additional information.

Manufacturer narrative:
Follow up report. (B)(4). Updated: b4, b5, b7, d2, g1, g3, g6, h1, h2, h3, h6. Corrected: d4. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records for the revision surgery (implantation of products captured in this complaint were provided and reviewed by a healthcare professional: the revision surgery was performed due to instability under sedation with regional block, using a posterior approach. An 80% gluteal tear was identified, causing subluxation. The head and liner were removed, and a new polyethylene liner and ceramic head were implanted. Stability and leg length were confirmed to be satisfactory. The gluteus minimus and medius tears were repaired, and the wound was closed in layers. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right total hip arthroplasty completed on an unknown date with placement of unknown but presumably zimmer biomet product. Subsequently, the patient was revised due to instability, significant gluteal tears were noted which were repaired and the initial head and liner were removed and replaced with known zimmer biomet product at that time. The patient was then ultimately again revised to months after the first revision due to ongoing instability. The cup and liner were exchanged for a constrained construct during this procedure without any noted complications. Further details have not been provided. The head was not explanted but it is involved in the event of instability. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
(B)(4). D10: unk zb cup, #item unknown, #lot unknown. 32mm i.d. Size gg elevated rim liner, #item 00885200832, #lot 65580763. Freedom constrained liner, #item unknown, #lot unknown. Therapy date: (B)(6) ,2025. G2: foreign source australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.